Event description:
Per the clinic, the patient experienced pain and shock-like sensations along the neckline, as well as in the post-auricular and posterior cervical regions. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains in place. It is unknown if there are plans to explant the device and re-implant the patient with another cochlear device as of the date of this report, (B)(6) 2026.